Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the patient reported the symptom of chest pain and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of chest pain (in the mid sternum area), lower neck, upper shoulder and muscular pain. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment has not been discontinued as the patient is still wearing the aligners. The treating doctor did not consider the event was serious or life threatening to the patient.